Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range shock impedance measurements. Additional information from the field representative indicated that the shock impedance measurements had been trending upward. This patient is undergoing chemotherapy and the clinician plans to continue monitoring the lead. The lead remains in service. No adverse patient effects were reported.